Event description:
Healthcare professional reported a xen® gts event described as xen ruptured.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen® gts event described as xen ruptured during implantation in unknown eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
The event of intraoperative breakage is not considered a serious health hazard as it is improbable to cause a serious injury if it were to recur.

Event description:
Additionally reported that rupture occurred during surgical conjunctival puncture. The patient's current intraocular pressure is normal. Broken device had been discarded. Surgery was completed with second xen®45 gts device. No eye injury noted.